Manufacturer narrative:
This report is submitted on december 27, 2023.

Event description:
Per the clinic, the patient experienced skin infection and skin overgrowth over the abutment site. Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported). The patient also underwent a skin revision surgery under mac anesthesia on (B)(6) 2023 and the abutment was replaced during the same surgery.